Event description:
On 20 jun 2022 nalu became aware of a statement shared on the social media platform, linkedin referencing the explant of a nalu stimulation system. When asked, the physician stated that the patient found they had greater than 80% pain relief even when the nalu stimulator was not turned on and thus decided to explant after aproximately one year of use.